Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.transmitter was not requested to return for investigation as it was still being used by the user. The initial investigation was performed on user's data available in data management system (dms). Based on the investigation analysis, there were mismatch between the sensor readings and the fingerstick measurements. However, the differences could not be explained as the sensor diagnostic data did not display any anomaly at the time of the event. The sensor was then requested back for further investigation. The sensor was tested in house which did not reveal any malfunction.

Event description:
Senseonics was made aware of an incident where patient complained of two false hypoglycemia incidents due to alleged sensor inaccuracies on (B)(6) 2021 where he did not have any symptoms but received low glucose alerts. At 10:14am: sg 61mg/dl and bg 165mg/dl and, at 10:39am: sg 56mg/dl and bg 138mg/dl.